Manufacturer narrative:
(B)(4). Evaluation by carefusion is anticipated but has not yet begun.

Event description:
The customer reported that he replaced the gas delivery engine on the ventilator and he is having problems with the exhaled volumes, they are low. No patient involvement.